Manufacturer narrative:
Conclusion: tech cancelled rwo.

Event description:
It was reported via repair work order that the foot section is locked up. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.